Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing had occurred. The sensor was inserted into the abdomen on (B)(6) 2025, which is off-label usage of the device. On the same day, the patient stated that the sensor wire broke when the sensor was removed. No symptoms were reported. The patient went to the hospital and the sensor was removed by the doctor using tweezers. The patient was given an unknown oral pain medication prior to the sensor wire being removed to easy the pain. The name of this medication could not be confirmed. The sensor wire was successfully removed. There was no further treatment documented. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.